Event description:
Per the audiologist, electrode impedance measurements fluctuated over time. Reportedly, the patient has additional handicaps making it difficult for him to provide feedback while using the cochlear implant system. Results of an integrity test done in 2007, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Reimplantation surgery has been discussed, but had not been scheduled at the time of this report.

Manufacturer narrative:
.